Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the battery was charging lasts less than expected. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On august 04, 2022 the customer alleged unexpected battery power loss and charge/battery lasts less than expected. Device passed self-test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. However, unit received with unexpected battery power loss and had high sleep current. Successfully downloaded history files and traces using thus. Hardware low level failures alarm was confirmed in the formatted history file (variable info = 3) on march 11, 2022 07:09:40. Device was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Swapped electric board with a test board and sleep current measurement passed. Failed battery alerts confirmed in the device history on august 03, 2022 04:50:36 and on 08/03/2022 05:26:23. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked keypad overlay, missing display window/cover, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked reservoir tube lip, broken trace, and corroded battery tube. Hardware low level failures alarm was confirmed in the formatted history file (variable info = 3) due to broken trace at pin#6 (sda) at the u1 keypad assembly. Allegation for unexpected battery power loss confirmed during testing where unit didn't pass sleep current. Swapped electric board with a test board and sleep current measurement passed. Problem isolated to electric board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.